Event description:
The linde liv integrated valve oxygen system (it's a portable oxygen tank w/ regulator) has 2 valves. One valve is on top and one valve is on the side. Both valves need to be open for oxygen to flow. When you open the top valve, there is a hissing noise which can mislead the user into thinking that the oxygen is flowing and fully turned on. Subsequently, they may not open the side valve because they think the oxygen is already "on." This does not seem to be a safe product design.